Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. As received, a complete lead was returned in two pieces with the helix extended and clogged with blood/tissue. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient was brought in for an implantable cardioverter defibrillator (ICD) generator change. When an x-ray was performed, right ventricular (rv) lead dislodgement was observed. The rv lead was explanted and replaced. The patient was stable prior to, during, and post-implant.